Event description:
I had severe eye irritation and pain in my right eye where I wear my contact. I was treated for a severe infection and inflammation requiring an antibiotic and steroid solution. I had the exact symptoms that were described on the amo website. I don't know if my ophthalmologist treated in correctly, given that this product may have caused the infection. Dates of use: a month and a half in 2007. Diagnosis: clean contacts.